Event description:
It was reported that the patient was getting an MRI for ¿mass¿. It was unclear what the MRI was for. During the 4th MRI the patient¿s leg and foot jumped and the patient felt a shock. It was a lumbar MRI. The implantable neurostimulator (ins) was verified to be off during the scans. The MRI was set at 1.5 teslas and the MRI was transmit and receive with a full body coil. The patient was doing well and was instructed to go to the ER. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient experienced a shocking or jolting sensation following an MRI scan of the lower back (lumbar region). The patient reportedly had an MRI scan on (B)(6) 2014 and the implant was put into MRI safe mode. The patient had 3 scans and during the third scan, the patient felt his stimulator turn on, his leg ¿went up¿ and they stopped the scan. When the scan was stopped, the ¿tingling/shocking/shooting¿ symptoms stopped. The patient ¿actually had to use the programmer to turn the implant back on following the scan.¿ it was unclear if the event occurred during the third or fourth scan, as information previously reported was conflicting with information in this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reason for the MRI was a lesion on the patient's back which was unrelated to the device. The patient experienced some pain in their back. A manufacturer representative was notified. New imaging may be done to make sure the leads had not moved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the shocking was resolved. The patient had intermittent surging/shocking during the MRI and it stopped right after and the patient was fine. There was no disruption to therapy and the therapy continued appropriately. No reprogramming was needed. The patient recently had another MRI and everything was fine, there were no adverse events reported. The system was working and the patient stated they may have over-exaggerated the shocking event, or it may have just been in their head from being nervous about the MRI with the device.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).